Manufacturer narrative:
The 23 fr introducer was retained by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) old white male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella rp. Upon insertion of the 23 fr introducer, the tip split and caused a venous tear. As treatment, the introducer was removed, the vein was stented, and a new 23 fr introducer was placed without issue.